Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received result of 174 mg/dl on the active system and a result of 74 mg/dl on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.